Manufacturer narrative:
A getinge field service engineer (fse) confirmed operator error and stated cardiosave iabp pm services completed. Full check out performed on unit, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) restriction on iab catheter or tubing.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) restriction on iab catheter or tubing

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.